Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable when the pt was conscious. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.